Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: balloon would not hold pressure during prep, the device did not touch the patient. The patient was not hospitalized. Procedure type: peripheral.